Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and left ventricular (lv) lead exhibited high out-of-range pace impedance measurements. Boston scientific technical services (ts) was contacted for assistance. Ts discussed troubleshooting options. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the left ventricular (lv) lead was surgically abandoned and replaced. There were no visible defects noticed when visualized through the x-ray. Additionally, the device and left ventricular (lv) lead exhibited loss of capture. No additional adverse patient effects were reported.